Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The ok and the down arrow keypad buttons reportedly have to be pressed hard for a response. The pt denied any damage to the keypad. There was no adverse event associated with this complaint.